Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing episodes with noise on the right ventricular (rv) channel were observed. The noise was reproducible with provocative testing with a non-(B)(4) rv lead. Review of the session records indicated the oversensed signals are related to myopotentials. Device reprogramming was recommended. The patient was stable with no adverse consequences.